Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.

Event description:
A portico valve was implanted. During the procedure, the patient lost a total of 250 cc of blood, which required a transfusion of 1 unit of rbc. The source of bleeding was determined to be the 18f ultimum ev hemostasis introducer sheath used per the study protocol. It was reported that the event was caused by the sheath that was placed at femoral access and that the sheath had a poor hemodiastic valve. The ultimum ev hemostasis introducer sheath was not a study device. Clinical study name: (B)(6), clinical study. Patient ID: (B)(6).